Event description:
It is reported that the devices were implanted in 2006. X-rays taken seven days post-op showed the femoral head to be in an improper location. Surgeon is concerned about a possible mismatch between the femoral head and poly liner. The devices remain implanted.

Manufacturer narrative:
Evaluation summary: poly is radio-opaque and hence (I) liner-head (2) shell-liner assembly could not be assessed. Activity level within 7 days of surgery are unknown. Patient age, sex and build are unknown. No engineering analysis could be done with available information. No product was returned for evaluation. Device history records indicate that the device was manufactured and packaged to specification.